Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was due to blood/tissue in the helix region and the over torqued inner coil in the connector region. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented for implant procedure. During the procedure, it was discovered that the lead helix could not be extended. The physician elected to complete the procedure with a different lead. The patient was in stable condition.